Event description:
Presents to hosp with syncope related to probable pacemaker lead fracture. Pacemaker placed 4-5 yrs previous at hosp. Pulse generator and ventricular lead replaced without incident. No complications.